Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device detailed in this report was returned to heartsine technologies with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found the fault was due to a misaligned membrane tail. On visual inspection the membrane tail was found to have been incorrectly installed. This resulted in the pins within the j11 connector not correctly aligning with the membrane tail tracks. This misalignment of the membrane tail resulted in the device not powering up in the correct mode. Further misalignments along the membrane tail resulted in the absence of instructional leds and the red status led.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies with no fault reported.